Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test with 0.08789 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No delivery anomalies noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 230 mg/dl at the time of the call. The customer used candy and juice and was given shots to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer's doctor believes the insulin pump was not delivering boluses from the bolus wizard. The customer had highs that they treated with manual injections. The customer had an extreme low the previous week while in a store. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomalies noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.